Event description:
On (B)(6) 2012, pt reported the infusion device went into standard bolus mode without him pressing any buttons on the display or laying on the device. Pt stated the infusion device beeped and displayed 0.0 on the display. Pt reported receiving no errors or alerts on the display of the infusion device during this time. Pt stated when he attempted to cancel the standard bolus or press any of the buttons on the infusion device there was no response. Pt reported it was as if the infusion device froze. Pt switched to the backup infusion device. Battery cover was outside of the user specification. Pt inserted a new battery during the call and received an e8 (power interrupt) error message which will occur if removing the battery while in run mode. Reviewed infusion device history; there was an e2 (battery depleted) error message a day before the incident occurred. Pt reported the infusion device completed the system check successfully. Pt stated he was able to retract the piston rod and recommended using the infusion device. Advised pt to remain on the backup infusion device. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for eval.